Event description:
Additional information received reported the patient was seen in the clinic and their symptoms were not related to their deep brain stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0kj0k, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported on the morning of report the patient started to feel extreme tremor, weakness, and they could not remember his name. They denied any falls or trauma. They had suggested that the patient go to the emergency room and increase their stimulator no more than 3v. The deep brain stimulator (dbs) patient programmer showed on, ok and the right hand side at 2.5v. They were able to increase the stimulation up to 2.6v. Additional information received 6 days later reported the patient would be seen in clinic on (B)(6) 2014 for follow-up. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).